Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1500532 was confirmed with sample. During visual inspection the spring jaws & tube components are damage (bent upturned), one jaw is misaligned. Functional inspection: despite of condition the applier (spring jaws, tube components are bent & jaw misaligned) applier was activated (first time) and one clip was released, however clip was not loaded properly in jaws; clip is not fastened in jaws (this condition was present in 5 clips). The clip indicator (orange indicator) was loaded in jaws. Although from the sample received it was observed an alternated defect, the root cause is considered unknown since the sample is seriously damaged. Samples received did not confirm the defect reported by the customer clip stuck in applier during visual inspection. Despite condition of the applier (spring jaws, tube components are bent & jaw misaligned) a functional test was performed and an alternate condition was found in the device; clip not loaded properly in jaws. Based on the sample's physical condition (seriously damaged) it is not other remarks: possible to identify the root cause for the defect reported, and a corrective action for it. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the clip remained stuck in the applier. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500532 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip remained stuck in the applier. The patient's condition was reported as unknown.